Event description:
It was reported the pt is unable to communicate with or charge her ipg. The pt has not charged her ipg for some time. The pt is requesting a new scs system. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.